Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was not unfolded in the shape of an umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. A photographic inspection was conducted. The anchor and tension spring assembly remained inside the delivery device with the seal hanging outside the delivery tube indicating that the deployment was successful. The seal was extended outside the tube and did not appear to be folded. The delivery device was returned to the factory on 10sep2020 for evaluation and investigated on 11sep2020. A visual inspection was conducted. Signs of clinical use and blood was observed on the delivery device and seal. Blood was present in the delivery device, indicating deployment in to the aorta. The blue slide lock was dis-engaged and the plunger was completely depressed. The anchor and tension spring assembly remained inside the delivery device with the seal hanging outside the delivery tube indicating that the deployment was successful. The seal was extended outside the tube and did not appear to be folded. The seal was removed from the delivery tube. The seal was inspected. The tether remained uncut and attached to the seal and tension spring. Measurements were unable to be taken; the inner delivery tube contained dried blood/tissue. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was not unfolded in the shape of an umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.